Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed that the label was missing on one tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 5.4mg plus blood collection tubes there is no label on five tubes. No adverse impact was reported regarding the patient or user.